Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on the morning of (B) (6) 2010, she obtained an alleged high blood glucose reading of "274 mg/dl" with the subject meter. The cca noted that the patient was not taking any medication to manage her diabetes at the time the alleged issue started. At 4:30pm that afternoon, the patient claimed she felt shaky, dizzy and nauseous; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she developed symptoms suggestive of a serious injury after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.